Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right atrial lead was explanted and replaced during lead revision due to dislodgement. High pacing thresholds and loss capture were noted as consequences of the dislodgement. During revision, this lead was repositioned and exhibited helix extension issues, then, it was replaced. No additional adverse patient effects.